Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous DHR (device history record) review (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number (7915796).

Manufacturer narrative:
Product complaint #(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2015 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2018 indicate the patient received a right total knee revision due to pain and loosening. The tibial component was noted to be loose, interface not provided. The femoral component and patella were noted to be well fixed and left implanted. The insert was revised without indication of deficiency. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2015. Dor: (B)(6) 2018. Right knee.